Manufacturer narrative:
The following devices were also listed in this report: unknown 2 1/2 screw; cat# unknown; lot# unknown, unknown 2 1/2 screw; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, revision due to pain and elevated ion levels. Cobalt level of 7. Head, liner and a couple of screws were sent with the patient. Stem was retained. Corrision inside head. Patient requested medication due to pain. Cup was stable. One screw broke during revision.